Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead was explanted due to variable high capture threshold. The patient condition was stable after the procedure.